Manufacturer narrative:
The event was reported on (B)(4) 2012 and cited a size 2.5 reusable lma flexible that had previously been used 9 times, over an 11 month period. The report stated that the device was found to have herniated on the right side of the cuff. Results of our investigation have shown that there were no anomalies shown in the production and test data from when the device was mfg in oct 2010. A review of customer complaint records shows that there has been (B)(4) for herniation for reusable lma flexible devices, reported for devices produced over the last 3 years, and this was attributed to user mishandling. In this time, (B)(4) reusable lma flexible devices have been sold into the market, with potentially (B)(4) uses. The returned device was visually inspected and appeared clear but grooves were seen on the connector. The returned device was inflated at 1 x maximum inflation, as stated in the IFU, and appeared normal. The device was then inflated at 2 x maximum value and herniation was seen to appear on the cuff. Further testing on rep samples showed, that for all 10 cycles of a simulation test, herniation was only observed on the cuff when inflated with 3 x the recommended volume of air. Subsequently after 2 hours, the same cuff was deflated and reinflated with 1 x the recommended volume of air and no herniation was observed. The IFU for lma flexible devices, states that pre-use checks should be carried out prior to use and these checks would have identified a herniation problem with the device, under normal use, especially as it was previously used 9 times. The reported event stated that the pt weighted around 43kg. The IFU for lma flexible devices recommends a size 3.0 device for a pt of between 30kg-50kg. It was reported that during the event, the pt was re-intubated, using a size 3.0 device, to replace the size 2.5 device. Trying to inflate a size 2.5 cuff to meet the surface area of a size 3.0 cuff will require around 3 x maximum volume and would cause the device to herniate. The damage seen on the connector of the returned size 2.5 reusable lma flexible device may have occurred as a result of trying to re-position the device before re-intubating with a size 3.0 device. From the info available it would reasonably suggest that the selection of a size 2.5 device may have been inappropriate leading to the device becoming dislodged. The device may then have been overinflated in search of a good seal, before a size 3.0 device was used to re-intubate the pt. The subsequent trauma, on the (B)(6) pt may have been a significant contributory factor to the cardiac arrest. The pt is reported to have recovered and has been discharged.

Event description:
A size 2.5 reusable lma flexible, that had previously been used 9 times, was employed during a procedure on a (B)(6) pt, of approx (B)(6) in weight. During the procedure the pt showed signs of movement and it was noticed that the device had become dislodged. The size 2.5 device was then removed and a size 3.0 lma flexible was used to re-intubate the pt. The procedure was continued and the pt went into asystole and was resuscitated. The pt is reported to have recovered and has been discharged.